Event description:
It was reported the flush port came out of the handle while in the patient. Another device was used to complete the procedure. There were no consequences to the patient.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow-up report will be submitted. (B)(4). Investigation/testing: mfg records: the device history record was reviewed to ensure that each mfg and inspection operation was followed by verifying the appropriate signature and date, indicating the process was performed in accordance with st. Jude medical specifications. Components received: one 6f response catheter was received for eval. Add'l observations: no visible anomalies were observed. Tests/eval: the catheter was successfully attached to an sjm extension cable that was used for the electrical testing. Electrodes 1-4 displayed acceptable resistance values. Manipulation of the catheter also confirmed stable resistance values within specifications. Comments: na. Conclusion: electrical testing of the returned catheter did not reveal any electrical anomalies. The catheter was tested and confirmed to meet mfg specifications. Please be assured that all customer concerns are taken seriously, and we have entered this incident into our complaint handling system. Consistent with st. Jude medical's commitment to continuous quality improvement, we will continue to monitor the ongoing performance of this product family.